Manufacturer narrative:
Data and additional information has been requested from the customer. Investigation will commence once they are received. The cause of this event is unknown.

Event description:
The customer reported discrepant high hemoglobin (and hematocrit) when compared to repeat testing of a new sample on a comparative instrument. There is no report of injury due to this event.

Manufacturer narrative:
The available information provided by the customer was reviewed; no instrument files were available for assessment. Based on the information provided, there was no evidence to suggest abnormal instrument performance. The customer was unable to provide information about medication or other factors that may influence the results. The customer stated that the patient had severe anemia. It should be noted that calculated hemoglobin (chgb) is derived using the formula chgb (g/dl) = hct (decimal fraction) × 34, which assumes a normal mean corpuscular hemoglobin concentration (mchc) of approximately 34%. The customer could not provide information on the patients mchc value from the lab. A patient with severe anemia may have an abnormal mchc value. The certificate of analysis for the test card lot used on the device was reviewed and verified that the lot met all applicable specifications at the time of release. No systemic issues were identified based on the available information. The cause of the event is unknown.